Event description:
Customer is reporting patient with anti-kell failed to react with screening cell #3 from 0.8% surgiscreen lot vss604, exp 04mar2014. Patient presented on (B)(6) 2014 and had not been seen before so there was no history. Account saw a weak positive result with screening cell #1 (kell negative) and no reaction with screening cell #3 (heterozygous kell positive) in mts anti-igg card. A 0.8% resolve panel a was used which demonstrated anti-kell (1+ reactivity) and patient also reacted weakly with random cells on the panel but account could not identify any other clinically significant antibodies. No harm came to either patient. Only kell negative units were selected for transfusion. Daily qc performed and found to be acceptable. Update (B)(4) 2014: followed up with customer to see how new lot of screening cells was performing. Account now states that although they are not sure why screening cell #1 reacted causing them to perform a panel, they think that the reactivity they are seeing on the panel is due to a bg antibody rather than anti-kell. Account has tested numerous other kell positive cells (specifics not provided) and they do not think anti-kell is present. Patient tests as kell negative, but as a precaution they only selected kell negative units for transfusion. They are no longer convinced that anti-kell caused the reactivity. Account satisfied.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).